Manufacturer narrative:
H4 - device mfg date: correction. One device was received for evaluation. Visual inspection found a damaged downstream occlusion (dso) seal. The dso seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had an error code 42222. The product fault occurred during preventive maintenance. There was no patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
B3: day of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.